Manufacturer narrative:
The trilogy evo solenoid valve was returned to the product investigation laboratory (pil) for investigation for allegedly failing testing. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo solenoid valve. Visual inspection found no issues. Pil performed posttest on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly.

Event description:
A trilogy ev300 ventilator reported to have failed active exhalation control module (aecm) solenoid verification testing. There was no patient involvement, and no injury or harm reported. The customer requested philips perform the device repair on site. The valve, proportional (aecm) and valve, three-way solenoid required replacement to address the reported solenoid verification test failure of the aecm. On-site service and repair were completed.